Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was unable to clear the alarm. Customer states insulin pump not working since the customer has been in the hospital and when they came back to check insulin pump it was not working anymore. The device will not be returned for analysis.